Event description:
Country of complaint: (B)(6). Thread broke following knotting, break was near the double knot.

Manufacturer narrative:
Us reporting agent notified on (B)(6) 2014. Reported device not marketed in the us; however, similar device is. Manufacturing site evaluation: samples received: 13 unopened and 1 open pouch. There are no previous complaints of this code/batch. There are 12 units in OEM stock. All closed packs received are tight. The knot pull tensile strength of the samples received was tested and the results fulfil the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Actions on product: not applicable. Corrective/preventive actions: not applicable.